Manufacturer narrative:
A review of the manufacturing records for the additional devices involved in this event ((B)(4), and (B)(4)) was performed. The lots met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses (B)(4). The preoperative aneurysm diameter measured 57 mm. On (B)(6) 2010, the diameter of the aneurysm measured 50 mm. On (B)(6) 2010, the diameter of the aneurysm measured 52 mm. No endoleak was seen on imaging. On (B)(6) 2011, the diameter of the aneurysm measured 55 mm. No endoleak was seen on imaging. On (B)(6) 2012, a type ii endoleak was identified. The diameter of the aneurysm measured 55 mm. On (B)(6) 2013, the diameter of the aneurysm measured 53 mm. No angiography was conducted. On (B)(6) 2014, the resolution of the type ii endoleak was confirmed. It is unknown if patient underwent a reintervention to treat the type ii endoleak. The diameter of the aneurysm measured 53 mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.